Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer had turned the pump off; however, the pump would not power back on. Customer plugged the pump into a power source and was able to turn the pump back on. In addition, a minimum fill notification occurred after filling the cartridge with an unknown amount of insulin. Customer¿s blood glucose was 128 mg/dl. Reportedly, a new cartridge was filled and loaded successfully.